Event description:
The pt underwent a trial procedure on (B)(6) 2012. During the procedure, all contacts were found to be invalid on the lead. Another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.